Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. An additional observation not reported by site was that the instrument's bipolar pin was bent. The bottom pin was bent at the housing backend. The bipolar insert was still intact. The instrument passed electrical continuity testing. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable was broken at the distal end at the wrist of the instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.